Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive, occurring daily since device initiation, with multiple users able to reproduce the issue; the problem involved a key or button not working and pertained to the touchscreen interface, and the user cleans the device with alcohol. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem associated with a key or button unresponsive condition involving the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.